Event description:
It was reported that the patient experienced a severe subclavian vein stenosis most likely due to the placement of the right atrial (ra) lead in the vein causing restricted blood flow thus altering the anatomy of the vein over time. The ra lead exhibited far field r-wave (ffrw) and oversensing noise. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.